Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation of the reported constant downstream occlusion alarms which was reproduced after loading the set and closing the door. During the eval, the downstream sensor current reading was out of spec with a fluid filled set loaded (high reading). The downstream pressure plate gap was also found out of spec. The downstream shim was recalibrated.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no pt involvement.